Event description:
Customer reported issues with the sensors of the insulin pump. Customer states that his insulin pump suspends while sleeping at night. Customer also states that there is a threshold suspend. The blood glucose reading is 80 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).